Manufacturer narrative:
Received voluntary medwatch mw5153176.

Event description:
It was reported via voluntary medwatch that the lead exhibited oversensing noise leading to pacing inhibition with more than two seconds of asystole. This lead was surgically abandoned. No additional adverse patient effects were reported.